Event description:
The gown (B)(4) is releasing tiny microscopic filaments that are contaminating the other product in the pack and getting into pts eye. On (B)(6) 2009, it was discovered the end-user believes the fibers to be coming from the ties on the surgical gown. One pt had to return to the surgery center because, he saw a fiber in his eye. The pt had the fiber removed without incident and no untoward effects are anticipated.

Manufacturer narrative:
We have determined this to be a supplier related issue, as we do not alter this component once rec'd. We have therefore, forwarded the info to the supplier for their eval. The results of their investigation is as follows: investigation results: although the particular sample involved in the situation was not rec'd, the tie material used in the manufacture of this gown was traced to determine if any anomalies occurred. There were none found at both the gown mfg level and ultimately to the tie material supplier. In addition, the material conformed to its physical specifications. At this time, we cannot determine what the exact cause for the above reported issue. Nevertheless; the info in your report will be communicated to the marketing, product development, and quality control groups for their review. Corrective action: we will continue to monitor our customer base for complaints of this nature. A message was sent to the (B)(4) to see if customer will willing to wrap gown and place in last fold.